Event description:
Device 5 of 5 reference MFR. Report#: 1627487-2019-03959, 1627487-2019-03960,1627487-2019-03961, 1627487-2019-03962. It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken and the leads were explanted and replaced. Patient now has effective therapy.